Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse prepared to release the drainage fluid for the patient and found that the exit of the lumbar spinal drainage monitoring system was sealed and could not let the drainage fluid out. The drainage bag was replaced. There was no injury to the patient.